Manufacturer narrative:
B5 describe event or problem: updated with additional information received d4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via clinical study it was reported that pulmonary embolism and thrombosis occurred. On (B)(6) 2024, the patient was crossed over to closure device group and underwent successful placement of a 24mm watchman flx pro device with deployed device diameter of 24mm with complete seal. On (B)(6) 2024, the patient was discharged on apixaban (10 mg/day). On (B)(6) 2024, protocol required 4-month laa-imaging was performed and tee assessment revealed complete laa seal. There was no evidence of thrombus on the atrial facing surface of the watchman flx device or in the left atrium. On (B)(6) 2026, the patient presented to the hospital and a transthoracic echocardiogram was performed, and the patient was diagnosed with device related thrombus. On the same day, 543 days post index procedure, the patient was also diagnosed with pulmonary embolism and systemic embolism. At the time of event, the patient was on apixaban (10 mg/day). The patient was admitted to the hospital for further evaluation and treatment. In response to the event, oral medication changes or adjustment was performed. No other information available pertaining to the event was provided at the time of this report. It was further reported that the site confirmed via mail that computed tomography (CT) report dated (B)(6) 2026 revealed emboli in the distal right main pulmonary artery extending to pulmonary arterial branches. The patient was discharged to home on (B)(6) 2026.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported that pulmonary embolism and thrombosis occurred. On (B)(6) 2024, the patient was crossed over to closure device group and underwent successful placement of a 24mm watchman flx pro device with deployed device diameter of 24mm with complete seal. On (B)(6) 2024, the patient was discharged on apixaban (10 mg/day). On (B)(6) 2024, protocol required 4-month laa-imaging was performed and tee assessment revealed complete laa seal. There was no evidence of thrombus on the atrial facing surface of the watchman flx device or in the left atrium. On (B)(6) 2026, the patient presented to the hospital and a transthoracic echocardiogram was performed, and the patient was diagnosed with device related thrombus. On the same day, 543 days post index procedure, the patient was also diagnosed with pulmonary embolism and systemic embolism. At the time of event, the patient was on apixaban (10 mg/day). The patient was admitted to the hospital for further evaluation and treatment. In response to the event, oral medication changes or adjustment was performed. No other information available pertaining to the event was provided at the time of this report.